Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system safety device failed to work properly and left the dirty needle exposed. The following information was provided by the initial reporter: "during a home visit I was trying to start a clysis site,the saf-t-intima safety device failed and the needle was left exposed. I did not have a sharps container to transport it back to the office so the device was left in the home for the client's spouse to properly dispose of."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system safety device failed to work properly and left the dirty needle exposed. The following information was provided by the initial reporter: "during a home visit I was trying to start a clysis site,the saf-t-intima safety device failed and the needle was left exposed. I did not have a sharps container to transport it back to the office so the device was left in the home for the client's spouse to properly dispose of."